Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the sterile sleeve of an implanted impella 5.5 pump tore during repositioning of the device. Transparent film dressing was placed over the sleeve to maintain the occlusive covering. Support was continued following troubleshooting. There was no resulting patient harm.

Manufacturer narrative:
The investigation for the product damage has been completed. Data logs are not relevant to the complication and the product was not returned for investigation. Clinical narrative reports that the sterile sleeve ripped due to excessive force during pump repositioning. Based on clinical details, the root cause of the product damage was determined to most likely be a use issue. H.3 if the device was not evaluated selection was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24621 and was revised.